Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip (B)(4). Note: manufacturer contacted customer on 1/31/2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer states that didn't check the mailbox. Replacement product was delivered on 1/30. No symptoms or medical attention reported. Several attempts to contact customer to ensure that the replacement products resolved the initial concern; unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for hi blood glucose results. The expected fasting blood glucose test result range is 100 to 150 mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the dining room. During the call on (B)(6) 2018, a blood test was performed non-fasting by the customer and produced test results of hi using true metrix meter. The test strip lot manufacturer's expiration date is 03/31/2019 and open vial date is within the month of (B)(6) 2018. The meter memory was reviewed for previous test result history: (date/time not stored correctly) (B)(6). The customer is calling because she need assistance with performing a blood test. While in the process of assisting the customer with a blood test the customer has obtained a result of hi. The customer stated that she is not experiencing any symptoms regarding his diabetes and does not need to seek any medical attention.